Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that one day post an uncomplicated implant, this device system failed to deliver pacing outputs. Troubleshooting was able to resolve the issue temporarily however the same anomaly appeared two days later. The patient was then transferred to another medical facility for system removal and replacement. No resulting adverse patient effects were reported and the replacement product identifier was not communicated.